Manufacturer narrative:
The pin collet involved in this event is considered concomitant to the cordless driver 2 handpiece investigated under (B)(4). The handpiece investigation confirmed the motor, motor controller, and cannula needed to be replaced and the gear head serviced.

Event description:
It was reported by the user facility that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported by the user facility that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.